Event description:
The reporter contacted lifescan after receiving the letter regarding the possibility that fasttake meters, when set in mmoi/l, may display a 'y' in the one's position. The meter results are as follows: 4.7, 14.8, 14.3, 14.8, 4.4, 14.0, 24.2...etc. All the "4's" appeared to the reporter as "y's." Rptr reported having misinterpreted the results thoughout the summer (battling to lower the blood glucose) and felt rptr had been overmedicated, however, there was no serious injury alleged.